Manufacturer narrative:
The patient remains ongoing on lvad support without any further issues reported. A portion of the percutaneous lead that was removed was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported red heart alarms at home. X-rays sent in and showed shield breakdown near the system controller end. Hospital misplaced adapter to connect to system monitor. Unable to retrieve log files. A percutaneous lead repair assessment by the manufacturer's technical services member showed a broken wire in phase 2. Phase interrupter showed black wire was broken. A percutaneous lead repair was completed and the patient placed back on a grounded cable with no issue.